Event description:
A patient was revised to address migration of two everest atr set screws at l4 approximately two months after implantation. This report captures the first of two migrated everest set screws at l4.

Manufacturer narrative:
Additional data: d4, d9, h3, h4. H6 coding has been updated to reflect investigation conclusion.

Event description:
A patient was revised to address migration of two everest atr set screws at l4 approximately two months after implantation. This report captures the first of two migrated everest set screws at l4.